Event description:
It was reported that during an in-clinic follow-up, the pacemaker exhibited premature battery depletion and an unspecified low voltage output issue. The pacemaker was explanted and replaced. The patient was in stable condition.